Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported feel that they are having a very negative effect on my health, I have many symptoms related to what is known as 'breast implant illness'. Patient reports their symptom to be " ¿pain¿ and "intense itch all over my left breast¿. Physician reported left side ruptured device. The reported events of "painful joints", ¿unexplained vitamin deficiencies¿ and ¿oral thrush on a continuous basis¿ are not related to the device. The device remains implanted.